Event description:
It was reported that during the implant of a 34 millimeter (mm) transcatheter valve in a previously implanted 29 mm surgical aortic valve, upon 80% deployment, the valve dislodged and was subsequently recaptured. Upon the second deployment attempt, the implant depth was too shallow at -1 to 0 mm, and the valve was recaptured. Upon the third deployment attempt, the implant depth was 5 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). The implant depth was deep; however, the physician decided to fully deploy the valve. The delivery catheter system (dcs) was pulled into the descending aorta with the guidewire, and an echocardiogram was performed that revealed moderate aortic insufficiency. Upon fluoroscopy, the valve was noted to have "slipped" ventricular at a depth of 14 mm. The patient was stable and the physician decided to place the patient on extracorporeal membrane oxygenation (ECMO). Per the physician, the depth of implant contributed to the event. On the same day as the implant of the valve, the patient was taken to the operating room to explant the transcatheter valve, and a 27 mm non-medtronic surgical aortic valve was implanted. The patient remains on ECMO.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files and one static image were provided for review of the event. Fluoroscopic valve load inspection was not provided for review; thus, it is not possible to validate a good load. It was reported that dislodgement occurred during the first deployment attempt prompting a recapture. Images of the dislodgement were not provided. The valve was then reportedly deployed a second time just prior to the point of no recapture, which resulted in a very shallow implant of approximately -1 to 0mm on the non-coronary cusp. The valve was recaptured and re-deployed a third time. Imaging shows that the valve depth prior to release was approximately 5mm on the non-coronary cusp and 8mm on the left coronary cusp. Final angiogram was not provided, but assuming adequate position of the reference pigtail catheter, the valve dislodged ventricular. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that pre-implant balloon dilation and post-implant balloon dilation were not performed. The aortic insufficiency that was observed was both central regurgitation and paravalvular leak (pvl). The deployment starting point was at the bottom of the pigtail catheter. Per the physician, the cause of the dislodgement was unknown. Upon explant, it was noted that the patient¿s aortic tissue appeared to be friable.